Event description:
Additional information received indicates that bluetooth telemetry was restored by itself and the patient is now connected.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. No intervention was reported. There were no patient consequences.